Event description:
It was reported that an applicator deployment issue occurred. The applicator was provided for investigation. An external visual inspection was performed and passed. The device was opened, and the internal visual inspection failed due to detached/missing needle. The wearable was also provided for investigation. An external visual inspection was performed and passed. The allegation of applicator deployment was not confirmed. The probable cause could not be determined. Additionally, a detached/missing needle was found in connection to the reported allegation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).